Event description:
It was reported that the patient underwent a sling procedure due to unknown reason. A new artificial urinary sphincter (aus) was implanted. No patient complications were reported in relation to this event. No more information is available at the moment.